Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was explanted due to inappropriate shocks, oversensing and lead break at the is-1 terminal.